Event description:
It was reported there was a device system fault. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found the screen scratched and the syringe port cracked. The most probable cause for the "system fault" is error code 112 due to an intermittent motor. To address this issue the motor was replaced. Also replaced front and rear housing, housing seal, syringe, and battery cap, keypad and rear label.